Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 09/20/2022 10:00:17.000 09/20/2022 12:13:50.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: 09/20/2022 10:00:26.000 pump error 23 alarm was recorded and found in the formatted history file on: 09/20/2022 12:24:04.000 power loss alarm was recorded and found in the formatted history file on: 09/20/2022 12:24:15.000 09/20/2022 12:24:23.000 pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement due to corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was received without a battery installed. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 04/12/2022 to 09/20/2022, 09/28/2022 to 10/25/2022 and 12/12/2022. Please see below for the customer's daily total of all insulin delivered surrounding the date of 28-sep-2022 and 20-sep-2022 listed on pump history and the days prior to those dates. 09/10/2022 dailytotalofallinsulindelivered: 32750 (3.275 u) 09/11/2022 dailytotalofallinsulindelivered: 41000 (4.1 u) 09/12/2022 dailytotalofallinsulindelivered: 26000 (2.6 u) 09/13/2022 dailytotalofallinsulindelivered: 32500 (3.25 u) 09/14/2022 dailytotalofallinsulindelivered: 21500 (2.15 u) 09/15/2022 dailytotalofallinsulindelivered: 33750 (3.375 u) 09/16/2022 dailytotalofallinsulindelivered: 27000 (2.7 u) 09/17/2022 dailytotalofallinsulindelivered: 30750 (3.075 u) 09/18/2022 dailytotalofallinsulindelivered: 16250 (1.625 u) 09/19/2022 dailytotalofallinsulindelivered: 3250 (0.325 u) 09/20/2022 dailytotalofallinsulindelivered: 250 (0.025 u) 09/20/2022 dailytotalofallinsulindelivered: 0 (0 u) 09/28/2022 dailytotalofallinsulindelivered: 34250 (3.425 u) there is no available data for the event date of 21-sep-2022. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm, due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer died with no alleged device deficiency. The event involved product mmt-1882. Troubleshooting was partially performed. The customer reported no adverse event. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1882 was returned for analysis.